Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the dongle was damaged and fell out. There was no patient present at the time of the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the dongle was reseated to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.